Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional notes were received stated that the customer has been using a replacement pump and it doesn't appear to be working properly. The customer stated that her blood glucose levels have been 512 mg/dl all day. She gave a bolus of 3.2 an hour and a half about but that did nothing. The customer woke up on the morning and the meter read high. Troubleshooting was performed and the pump passed the prime test. The customer stated she's taking antibiotics for an abscess in her tooth and wondered if that could be affecting her blood glucose. Advised that it's possible. The customer also mentioned that she can sometimes smell insulin and has, at times, seen some moisture on her hip. Advised the customer of all the possible issues that can cause high blood glucose levels. The customer wanted the current pump replaced. Advised of the shipping policy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was 151mg/dl at the time of incident. Customer also indicated that the pump looks swollen and the bottom of the pump looks burnt. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting also found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarms due to motor error alarm. Unable to confirm motor position encoder error alarm due to overwritten history file. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and back light anomaly noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No burn at the bottom of the pump noted. However, found stained end cap sticker. No moisture or burn damage noted on electronics assembly.